Event description:
It was reported via a legal notification that a male patient, initial left knee implanted on (B)(6) 2014, underwent a revision procedure on (B)(6) 2022, approximately 7 years 6 months post the initial implant procedure for reasons unknown. No further information was reported.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Recall nuumber: z-0021-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
H10. Updated/additional information ¿ a2. G1. G2. G4. H6. H9. The revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.